Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit has an internal helium leak. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
Helium was leaking and going through to many helium cylinders. Machine passed pneumatic leak tests. A getinge service technician could not pinpoint any leaky helium lines or connectors. Fst ordered a new helium reservoir assembly and went back to replace. Once it was replaced fst ran leak tests and observed the transducers, the leak went away. The machine passed calibration, functional, and safety tests. All testing passed. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.